Event description:
Report received a leak of chemotherapy. The customer reported a homecare patient was receiving doxorubicin via an implanted port. The doxorubicin and pump were in a fanny pack. At an unspecified time during the infusion the patient noted the fanny pack to be wet. The patient then noted a leak at the filter. There was no report of skin contact. Therapy was resumed using a replacement tubing set and pump. There were no reported adverse patient effects. No medical interventions were required.